Event description:
On january 11, 1999 safeskin corp was served with the following lawsuit. Plaintiff's claim alleges the following: diagnosed as suffering from type 1 latex allergy. Rhinorrhea, allergic rhinitis, coughing, wheezing, chest tightness, tachycardia, tingling of the mouth, difficulty swallowing and urticaria.